Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that after implant while the patient was being moved off of the table, the system was tested and it was found that the atrial lead had dislodged. The patient was prepped again and the lead was revised and remains in use. No patient complications have been reported as a result of this event.